Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due amputation of her toe and also she had several low blood glucose incident during hospitalization. The customer¿s blood glucose level was 42 mg/dl at the time of incident. The customer also mentioned blood glucose values such as 28 mg/l, 125 mg/dl, 135 mg/dl, 60 mg/dl. The customer took glucagon in her intravenous fluid, drank orange juice. The customer also had lot of sugar. The customer treated low blood glucose with food and glucose tablet. Customer did not use auto mode at the time of event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report did allege over delivery on insulin pump. Customer was unable to upload to care link at this time. The customer stated that the retainer ring worn out. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.